Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion due to a drop in estimated longevity of three years over the course of one year. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion due to a drop in estimated longevity of three years over the course of one year. Device data was sent to rhythmcare for review. Data analysis confirmed the battery depleted normally. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device.